Event description:
It was reported an issue with monosyn suture. The client reported that the needle comes off thread. There is no patient involvement. The type of procedure in progress was flap closure procedure that was not completed with the suture in question. Additional information has not been provided.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k011375. If additional information becomes available a follow up report will be submitted.